Event description:
On (B)(6) 2013, the patient reported that his insertion device does not always release and sometimes it releases unintentionally. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
One important part of the housing bottom (responsible for the tension) is broken. The failure is caused by an excessive mechanical impact due the customer. The component was broken out of the linkassist which is only possible with excessive force. It is impossible to further operate the linkassist. The problem mentioned by the customer is related to mishandling of the product by the customer.